Manufacturer narrative:
As part of our investigation, olympus made multiple follow ups with the user facility by telephone and in writing in an attempt to gather additional information on the reported event; however, no additional information was obtained. Additionally, no device was returned to olympus for evaluation. Since no model or serial number was provided, olympus was unable to perform a device service history review on the reported scope and provide additional information. If additional information becomes available or if the device is returned at a later date, this report will be supplemented accordingly.

Event description:
Olympus was informed that during an unspecified biopsy procedure, the surgeon pushed out an unknown substance from the scope. It is unknown if the substance fell into the patient; however, it was reported that the unknown substance was retrieved and was sent to an unspecified location to be tested. There was no reported patient injury.